Event description:
It was reported that the device was in use with patient for life-sustaining infusion (drug name not provided). The reporter stated device gave an alarm with the message: "no disposable- pump won't run". The reporter stated the patient attempted to restart the pump but same message recurred. The patient switched to their other pump to continue infusion. No adverse effects reported.

Manufacturer narrative:
Device evaluation: returned device was received with damaged on the bottom and front of the housing and the battery door was cracked. Evidence of reported problem in event log was found. During the evaluation of the device repeated attempts to attach/reattach the cassette while the pump was or was not running did not produce any cassette unattached errors. Both sensor passed occlusion testing the pressure test passed at 21 psi. The error log had intermittent entries for this error but the pump continued to be used. The customer reported condition was not confirmed. No fault found. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.